Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostim ulator. Product ID 3387s-40. Lot# v858673, implanted: (B)(6) 2012, product type lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012 product type extension. Product ID 37642. Serial# (B)(4) product type programmer, patient product ID: 3387s-40, lot# v082506, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a patient's "cognitive state" had declines two months prior to the battery change which happened on (B)(6) 2013. It was reported that the health care provider (hcp) thought that the cognitive decline was the result of the programmed settings which was causing an overstimulation. It was stated that the amplitude was at 6.0v and "interleaving" was programmed at that time. The voltage was decreased and there was no more interleaving. On (B)(6) 2013 the patient was reprogrammed and they were "doing fine with no issues". Refer to manufacturer report #3004209178-2013-14706 for information on the devices prior to the battery change. It was not clear if the "cognitive decline" persisted after the battery change or not.